Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used in the rectum during an internal hemorrhoid ligature procedure performed on (B)(6) 2024. During preparation outside the patient, upon unpacking the device, the tip of the ligator was detached and missing. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the ligator was detached, the bands were moved from their position, and some bands were broken. Additional information received on february 28, 2024: it was reported that prior to the procedure, there were approximately three bands fell off. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
It was reported that the exact first bsc aware date of the report submitted under 17823747 was january 19, 2024. Block h6: imdrf device code a0501 captures the reportable event of ligator detached. Imdrf device code a04 captures the reportable event of bands damaged. Imdrf device code a150103 captures the reportable event of bands deployed prematurely. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation of the returned component (handle only) noted that the handle had evidence that the trip wire was secured. Per media analysis, the photos showed the suture was detached from the ligator housing teeth, and the bands were broken and overlapped. The ligator housing doesn't seem to be detached from the scope. No other problems with the device were noted. The reported event of bands damaged was confirmed and the reported events ligator housing detached and bands prematurely deployed were not confirmed. Upon analysis of the returned component, the handle had evidence that the trip wire was secured. The ligator housing was not returned; however, per media analysis on the provided photos, the ligator housing was not detached, the suture was detached from the ligator housing. Due to lack of evidence and without proper evaluation of the device, the most probable root cause of this complaint is cause not established.

Manufacturer narrative:
It was reported that the exact first bsc aware date of the report submitted under (B)(4)was january 19, 2024. Block h2 (additional information): block a3, block b5, block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code), block h6 (device codes), and block h10 have been updated based on the additional information on february 28, 2024. Block h6: imdrf device code a0501 captures the reportable event of ligator detached. Imdrf device code a04 captures the reportable event of bands damaged. Imdrf device code a150103 captures the reportable event of bands deployed prematurely. Block h10: the speedband superview super 7 was not returned; however, photos of the complaint device were provided by the complainant. Per media analysis, the photos showed the ligator housing was detached and the bands were damaged. No other problems with the device were noted from the photo. Upon media analysis, it was observed that the ligator housing was detached and the bands were damaged, which indicates inability of the device to deploy the bands. Since the device was not returned for analysis, there is not enough evidence to determine whether the tip of the ligator was detached, the bands got damage and would not deploy due to the physician's manipulation during the device preparation or was related to a device malfunction. Due to lack of evidence and without proper evaluation of the device, the most probable cause of the reported problem cannot be established. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used in the rectum during an internal hemorrhoid ligature procedure performed on (B)(6) 2024. During preparation outside the patient, upon unpacking the device, the tip of the ligator was detached and missing. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the ligator was detached, the bands were moved from their position, and some bands were broken. Additional information received on february 28, 2024: it was reported that prior to the procedure, there were approximately three bands fell off. It was noted that no difficulty was experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used in the rectum during an internal hemorrhoid ligature procedure performed on (B)(6) 2024 during preparation outside the patient, upon unpacking the device, the tip of the ligator was detached and missing. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the ligator was detached, the bands were moved from their position, and some bands were broken.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of ligator detached. Imdrf device code a04 captures the reportable event of bands damaged.